Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had laser surgery on (B)(6) 2018. On (B)(6) 2018, the patient was seen for possible corneal erosion on both eyes (ou). Although the surgery center indicated the patient is doing well, there was signs of possible epithelial basement membrane dystrophy (ebmd) and loose epithelium was observed. The patient¿s chief complaint was of having a feeling of a scratch, abrasion, or erosion on the eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. Patient prescribed muro and artificial tears. Ucva from (B)(6) 2018: right eye post-op 20/15, left eye post-op 20/15.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.